Manufacturer narrative:
Product event summary: battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the battery revealed that it met specifications; the unit passed visual examination and functional testing. Multiple instances of premature battery switching were observed in the log files. No alarms were observed in the log files in the analyzed period. No problem with the battery could be confirmed in bench testing. The battery was in use when the reported event occurred. The most likely root cause of the power switching events can be attributed to a communication error between the controller and battery. This is considered an incidental finding not related to the reported event. No failure detected for the event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a connection problem with the battery. The battery was replaced. No patient complications have been reported as a result of this event.